Event description:
Facility reported an internal blood leak (23rd use) one hour into the treatment. Estimated blood loss 150cc. No medical intervention. Dialyzer was discarded. A companion sample (preprocessed) is available. Medwatch filed on the blood loss.